Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with an unknown number of units of insulin during the load sequence. Reportedly, the customer was not removing residual air from the cartridge. Customer¿s blood glucose level had no adverse impact. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.